Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with assistance from technical support and was advised to continue using the pump, with instructions to report any recurring malfunction codes.